Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose >250 but <500 mg/dl, with nausea, thirst, frequent urination, no ketones. During troubleshooting, customer support found that the patient had failed to respond to a pump alarm in a timely manner, and attributed the bg excursion to training/misuse. Cs found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. The patient was referred to a health care provider for diabetes management training. This complaint is being reported as the patient experienced hyperglycemia related to use error.